Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch eke239, batch emp732.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013 and topical skin adhesive was used. On (B)(6) 2013, the patient developed a rash and an anti-allergic agent was prescribed. On (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2013, the patient came to the dermatology department as an outpatient with itching and a heavy rash. The topical skin adhesive was peeled off using acetone, and the dermatologist diagnosed the patient with contact dermatitis. No additional information was provided.